Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00165. It was reported air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture in the septal aneurysm was noted to be difficult. A 27mm watchman ® laa closure device and delivery system (wds) was advanced via a watchman® access system. After introducing the wds, the patient showed st elevation. They noted there was no air in the system. The closure device was then deployed and released. In the first fluoroscopic view, air was noted in the aortic arch in front of the aortic valve. An attempt was made to aspirate the air with a 6f catheter. The next fluoroscopic view showed no more air. When the patient woke from the sedation, they noticed a weakness in their right arm. No other neurological symptoms were detected. The patient was taken for a computed tomography (CT) scan; however, the physician did not suspect irreversible damage. The patient was reported to be stable. Follow up with the physician post procedure reported that the patient was doing well and the neurological symptoms were "completely declining."

Manufacturer narrative:
Device lot number, device expiration date and device manufactured date updated. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00165. It was reported air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture in the septal aneurysm was noted to be difficult. A 27mm watchman ® laa closure device & delivery system (wds) was advanced via a watchman® access system. After introducing the wds, the patient showed st elevation. They noted there was no air in the system. The closure device was then deployed and released. In the first fluoroscopic view, air was noted in the aortic arch in front of the aortic valve. An attempt was made to aspirate the air with a 6f catheter. The next fluoroscopic view showed no more air. When the patient woke from the sedation, they noticed a weakness in their right arm. No other neurological symptoms were detected. The patient was taken for a computed tomography (CT) scan; however, the physician did not suspect irreversible damage. The patient was reported to be stable. Follow up with the physician post procedure reported that the patient was doing well and the neurological symptoms were "completely declining".